Manufacturer narrative:
D. Suspect medical device , d1. Brand name, d4. Model; corrected data: suspect medical device brand name and model was inadvertently incorrectly noted on initial MDR. H6. Adverse event problem codes (refer to coding manual). Investigation findings; corrected data: results coding known and inadvertently not coded on initial MDR.

Event description:
It was reported that a physician was concerned with the patients battery life. It was stated that the patient was replaced last year with a model 103 and the patient's device was checked to be showing 50% battery life left. The physician decreased the pulse width and frequency to get increased battery life but instead the battery decreased down to 11%. The nurse reported the settings have not changed much and the patient had swiped is magnet 88 times as of february and 93 at present. The generator data was reviewed and no conclusion could be drawn as to the reason for the fluctuation in battery status nor the allegation of premature battery depletion. A decrease then increase in battery voltage was identified. No additional information has been received to date.